Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episodes of non sustained rv oversensing due to post-paced t-wave oversensing. The device was oversenising on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were suggested, but not made yet. The patient is doing well. Further actions and dft will be discussed with the physician. No further information is available.

Event description:
New information received indicates that programming changes were made.